Event description:
It was reported that the procedure was to treat a lesion in heavily tortuous circumflex artery. After pre-dilatation, the 2.25 x 08 mm xience v was advanced, but was unable to cross the lesion. As the device was retracted, resistance was met with the lesion and the stent dislodged from the delivery system. The stent was retrieved with an unspecified device. A new stent was used to successfully treat the lesion with good patient outcome. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. The failure to advance/cross and resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.